Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer and all pockets were not on bus due to component issue. Field service engineer replaced the drawer board, pyxi-bus controller and configured the new drawer in medstation to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2 got stuck and unable to recover. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.